Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 26aug2019. Unit confirms problem for ¿during est air delivery test failed¿ the issue has been resolved, parts replaced, unit passed all required tests, and is ready for clinical use. Exhalation flow sensor was return for analysis. An investigation was performed and the reported complaint of the exhalation flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result flow readings not accurate. No fault was found on the returned sensor pcb. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported failed air delivery test during extended self-test (est). There was no patient involvement reported.